Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient skin irritation underneath two electrodes. There was no alleged device malfunction contributing to the irritation. Patient was informed to use desitin cream by a physician. Follow up indicated that the irritation has improved.